Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-02983 & 2014-08891 /-08892).

Event description:
It was reported patient underwent partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised (B)(6) 2013 due to pain, swelling and internal bleeding. The tibial bearing was removed and replaced. Subsequently, patient underwent another revision on (B)(6) 2013 due to an allergic reaction to nickel. All components were removed and replaced with competitor components.